Event description:
A falsely depressed aptt result of 20 sec. Was obtained on a sample from a patient receiving heparin. Despite the results being flagged by the instrument, the customer reported them to the physician. The physician did not question the results. A new sample was tested and a result of 75 sec. Was obtained. The 75 sec. Result was confirmed by alternate methodology. The patient received a bolus of heparin and bled. No permanent harm was done. Analysis of the instrument and instrument data indicate that the cause of the falsely depressed aptt was user error.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause of the falsely depressed aptt was user error. The instrument is operating within specifications